Event description:
After an implantation period of approximately 43 months it was reported that the device showed the eri status. During the follow up the device was not interrogable. The device was explanted.

Manufacturer narrative:
Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The pacemaker was subjected to an electrical analysis, revealing that the device could not be interrogated, confirming the clinical observation. The inspection of the devices memory documented a memory loss which led to the lack of interrogation. Next, the ability of the device to deliver therapies was verified. All therapy functions were available and worked as expected in the safety backup mode. During the further course of the analysis, the device was opened, and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The measurement of the battery voltage indicated a sufficiently charged battery. Thus, a manually triggered device reset was performed. Subsequently, a device interrogation was properly feasible. Long-term storage test of the electronic module with the connected battery was performed revealing no conspicuities. There was no indication of a malfunction of the electronic module. Both, the electronic module as well as the battery did not show any anomalies and worked as expected. In summary, despite the thorough analysis, the root cause for the clinical observation could not be conclusively determined. No hardware deviation was noted during analysis and despite an intensive analysis the fault condition was not reproducible. The therapy functionality of the pacemaker was not compromised while implanted and in service as the pacemaker operated in the safety backup mode.